Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right ventricular (rv) lead exhibited noise and oversensing that resulted in greater than 12 seconds of pacing inhibition. The patient was noted to have an irregular underlying rhythm in the 40 beats per minute (bpm) range. Boston scientific technical services (ts) reviewed the stored episode and discussed that the noise was consistent with oversensing of the minute ventilation (mv) signal. Additionally, the electrogram (egm) was a flat line when pacing occurred. Programming changes were made. No additional adverse patient effects were reported. This product remains implanted and in service.